Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bagsla is unable to or difficult to aspirate. The following information was provided by the initial reporter: "customer reports that when trying to use the syringe to aspirate the medication, it does not perform the medication suction."

Manufacturer narrative:
Investigation: customer returned (1) loose 3/10cc, 6mm syringe. Customer states that when trying to use the syringe to aspirate the medication, it does not perform the medication suction. The returned syringe was tested and was able to draw and expel properly without any observed defects. A review of the device history record was completed for batch #8337709. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were two (2) notifications [200794548, 200794547] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported that a syringe 0.3ml 31ga 6mm halfunit 10bagsla is unable to or difficult to aspirate. The following information was provided by the initial reporter: "customer reports that when trying to use the syringe to aspirate the medication, it does not perform the medication suction."